Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was unable to move her right leg following a trial lead implant. The physician removed the lead. The pt was sent to the emergency department and evaluated. Follow-up determined the pt continues to experience neurological deficits and is an inpatient at a rehabilitation facility.